Manufacturer narrative:
Device passed the self test, rewind test, prime test, basic occlusion test, occlusion test, force sensor test and displacement test. No post-reset ram crc alarm or insulin flow blocked alarms noted during testing. Device functioning properly. Device received with minor scratched lcd window, cracked keypad at select button, cracked case. Cracked retainer and scratched case.

Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had pump error alarm. Customer's blood glucose value was 13 mmol/dl at the time of the incident. Customer will not return device for analysis.